Manufacturer narrative:
There is no connection that can be made at this time, between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. As reported the patient has been seen by his md and at this time there is no indication that the symptoms experienced by the patient are related to the hernia patch. Based on the limited information provided at this time, no conclusions can be made. A lot number was not provided, therefore a review of the manufacturing records is not possible at this time. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is alleged that the patient was implanted with a bard/davol ventralight st hernia patch in 2008. It is alleged that since the repair the patient has experienced a burning, tearing sensation and pain in the left groin. The contact also indicates a "bulging." The patient is reported to have followed up with his md, and was told there is nothing wrong with the prior repair. The contact reports the symptoms have persisted and is concerned the implant used may be contributing to the pain and other symptoms being experienced.